Event description:
It was reported that a user experienced a pairing failure with a freestyle libre 3+ sensor used with the ilet bionic pancreas, which was resolved after the user rescanned the sensor and was advised of the standard warmup period required before readings begin. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health and no hospitalization. User support included remote troubleshooting and education on proper sensor pairing and required warmup. Investigation of this case revealed normal device behavior consistent with sensor warmup requirements and successful re-establishment of pairing after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user setup error resolved through instruction.